Manufacturer narrative:
Cylinder had a wear leak. Cylinder had a wear leak.

Event description:
Info received on 8/1/97 indicates the dynaflex device was removed from the patient on 7/25/97. An ambicor device was implanted.